Manufacturer narrative:
(B)(4). Concomitant medical products:¿ (B)(4). Znnâ¿¢, cmn targeting guide, s. Foreign country: germany. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported when removing the znn impactor after surgery, the lower threads of the impactor fractured off and remained in the insertion handle. Both instruments can no longer be used, and it is unclear why the thread broke off. No adverse events have been reported as a result of this malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d2; d4; d9; g3; h2; h3; h4; h10. The investigation is in progress. Upon conclusion of the investigation, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product confirmed the correct product was returned for evaluation. As returned, the thread form is damaged. The lead threads are deformed, smeared, and partially fractured from the threaded end. It appears that all material remains on the impactor. Visual examination of the thread form of the targeting guide exhibited damage but no remaining threads / material from the impactor could be found. Damage that is seen on the shaft of the impactor indicates lateral strike marks. The impactor has a potential field age greater than 9 years. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.